Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly powered off during use. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue. No further details were provided. Ventec has made multiple attempts to contact the reporter in order to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: ventec emailed the initial reporter to ask if the device involved in the reported event will be returned to ventec for evaluation. The reporter advised ventec that the device was returned to the distributor. The device has not returned to ventec for further evaluation. The cause of the reported issue could not be determined.